Manufacturer narrative:
The product was returned for analysis and the reported complaint "broken haptic" was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is fully advanced outside of the nozzle tip. Broken haptic tip is observed between the plunger and the nozzle wall. The remaining lens not returned. The root cause for the broken haptic could not be determined. Broken haptic tip is observed in the tip of the nozzle between the plunger and the nozzle wall. The plunger position in relation to the broken haptic during advancement cannot be confirmed. The reporter stated that straight trailing haptic was observed, "surgeon tried to pry away the trailing haptic but it broke". Straight trailing haptic may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, trailing haptic was straight but lenses was implanted the surgeon tried to pry away the trailing haptic, but it broke. Lens was removed during initial procedure and replaced with new lens.